Event description:
It was reported that an error code 8286 occurred on the patient¿s personal therapy manager (ptm). It was noted that the patient¿s refill was not until the 22nd. There had been no dose adjustments since the last refill. It was later reported that the patient missed their refill. The pump reservoir was aspirated and the healthcare provider was not able to pull back any medication from the reservoir. The pump was interrogated and was confirmed to be empty. A system contents removal procedure was performed, so the patient could use the ptm right away. The pump was refilled the evening of (B)(6) 2015. They were unable to get the same drug mixture on short notice so they were changing the drugs from dilaudid 20mg/ml (3/day) and bupivacaine 10mg/ml (1.5/day) to morphine 25mg/ml (8/day). The pump was successfully aspirated and primed out all the old med and was switched from dilaudid to morphine. The patient did not exhibit any signs of withdrawal as there was still medication in the internal tubing and external catheter. The patient was doing fine at the time of report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).